Event description:
It was reported to boston scientific corporation that during a procedure (type and date unk) using a capio open access suture capturing device, the needle detached from the suture (suture type unk), inside the pt, and was not retrieved. The physician obtained an x-ray of the pt, where the needle was possibly visualized. No additional information is forthcoming about this event.

Manufacturer narrative:
No information available from user facility. Information was completed by the manufacturer based on information obtained from the complainant. A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. A review of the product labeling was performed. It is not possible with the information provided to determine if the device was used in accordance with the labeling or whether or not the use caused or contributed to the event. Analysis of the returned capio device showed no obvious anomalies. Mechanical testing was performed without any problems; the capio device loaded, fired, and retrieved the suture needle each time it was actuated. The root cause for this event could not be confirmed.